Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unknown date, the patient was treated with cephalosporin and penicillin (doses, frequencies and routes not reported). At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. Additional information is not available.